Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the explanted products are not available for return.

Event description:
It was initially reported that he patient had high impedance at a recent appointment. The patient recently began having drop attacks and was brought into the office for evaluation and that was when the high impedance was discovered. The patient had a generator and lead replacement. During surgery it was noted that there was a lead break near the clavicle. Diagnostics were within normal limits with the new generator and lead. Follow-up with the office indicated that there was no reported manipulation or trauma. There were no x-rays taken and the patient was not disabled as the patient was being directly referred for surgery. The increase in seizures was drop attacks which is the patient¿s main seizure type. The increase in seizures were believed to be above pre-vns level and related to the high impedance. Last good diagnostics was (B)(6) 2012. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for product return have been unsuccessful to date.